Event description:
I was admitted to the hosp with acute renal failure and pneumonia which resulted from severe dehyration caused by six days non-stop diarrhea. I was in the hospital 5-6 weeks with various drug related reactions -toxic psychosis- and platelet depletion. During this hospital stay, my heart went into a fibrillation. My heart rate which should be 70-80 increased to 130-140. After all the other problems were fixed -kidneys, liver, lungs, stomach- I was required to stay in the hospital 4 additional days because of my abnormally fast heartbeat. I have a severe heart problem and only have 20-25% pumping capacity. My heart rate was finally stabilized between 70-80 as a result of IV digoxin and cardizem. Since I have been home, 7 days, I have been on digoxin in pill form but my heartbeat is still abnormally high -120-141. Note: I had a medtronic pacemaker and defibrillator installed 2003. My cardiologist has recommended my current devices be replaced but he has said nothing about the current devices possibly being faulty.